Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system (cds) was returned for evaluation. Functional testing confirmed that the device functioned as intended with no knob issue, no mechanical issue of cds unable to curve sleeve, no delivery catheter (dc) shaft bends and or difficulty positioning the dc shaft observed. The reported failure to adhere or bond could not be replicated as it was related to patient condition/procedural circumstances. The investigation was unable to determine a definitive cause for the reported cds knob issue and mechanical issue of cds unable to curve sleeve. However, the investigation concluded that failure to adhere or bond to the leaflets and the reported observed dc shaft bends leading to difficulty positioning dc shaft was related to patient morphology/pathology. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is submitted to report the atypical movement of the clip delivery system during positioning that has the potential to cause or contribute to tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. There was a small left atrium and posterior leaflet flail. The clip delivery system (cds) was advanced. During positioning, a lot of m knob was used due to the small atrium; leaflet grasping was difficult due to the leaflet flail. While using the m knob, there was abnormal movement of the cds shaft due to severe medial deflection. The curves were removed from the cds in an attempt to get a better trajectory. At this point, the physician stated there was no longer normal resistance in the m-knob while turning and the cds shaft was not responding, as if there were slack in the cable. The cds was removed and replaced. A new cds was used without issue. One clip was implanted, reducing the mr to 2+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.